Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Distributor advised that someone in their office used a deep clean toothbrush and experienced bristles coming off the brush.